Event description:
The patient's ICD had reached the elective replacement indicator. Because he was very young, and because he was pacemaker-dependant, and because the ICD lead had been recalled, it was decided/recommended that he undergo extraction of the sprint fidelis lead and placement of a more reliable right ventricular ICD lead. The patient had a satisfactory outcome. Manufacturer response (as per reporter) for lead, sprint fidelis